Event description:
It was reported that the battery voltage was 2.59 v via the programmer, but review of device data showed voltage of 2.92 v. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2010, the battery voltage with telemetry was 2.59v and the daily measurement was 2.92v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): the device was returned and analysis found that the elective replacement indicator was the result of high internal battery resistance. We did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010, the battery voltage with telemetry was 2.59v and the daily measurement was 2.92v.

Event description:
It was reported that the battery voltage was 2.59 v via the programmer, but review of device data showed voltage of 2.92 v. It was further reported that there was premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.